Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to being unable to bring his blood glucose levels down. Customer's blood glucose reading at the time of the hospitalization was 536 mg/dl. Customer reported symptoms of nausea and migraine prior to the hospitalization. Customer stated that they only had basal rates programmed and did not have the bolus wizard going. No further information reported.